Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed properly during testing. No unexpected prime anomalies or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had drive motor anomaly on the insulin pump. Troubleshooting was not performed. Customer advised the load reservoir and fill reservoir had a delay during the process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.